Event description:
It is reported that total knee was implanted in 2008 and explanted approx five months later, due to an infection.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10-6 or better. The manufacturing lots specified were processed according to the validated sterilization process parameters and met all of the acceptance criteria for sterility release. It has been determined through this investigation that the devices specified in this complaint met the sterility assurance. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for correction action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.